Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had inappropriately delivered therapy for a device detected ventricular fibrillation (vf) which was determined to be a supra ventricular tachycardia (svt). The device initially withheld therapy by the discriminator, but then the event met the programmed parameters of the high rate timeout feature and therapy was delivered. The device remains in use. No further patient complications have been reported as a result of this event.